Manufacturer narrative:
Device evaluated by manufacturer? No - lens discarded. (B)(4).

Event description:
The reporter stated the surgeon implanted a 12.1mm micl12.1 implantable collamer lens, -9.5 diopter, in the patient's right eye (od) on (B)(6) 2009. The lens was explanted on (B)(6) 2016 due to the development of a cataract. Cataract surgery was performed and an intraocular lens was implanted. The reporter stated the patient is doing well and the lens was discarded.

Manufacturer narrative:
(B)(4).